Manufacturer narrative:
(B)(4). The explanted device is anticipated for return to edwards lifesciences and an evaluation of the product is currently pending its arrival. A supplemental report will be submitted upon completion.

Event description:
Edwards received information that this 31mm mitral pericardial valve was explanted after nine (9) years, nine (9) months due to calcified and fused leaflets. Upon visualization, two (2) leaflets were fused together with calcium and there was some discoloration on the edge of these leaflets, adjacent to the sewing ring. This was replaced with a 29mm pericardial bioprosthesis and there were no reported complications.

Manufacturer narrative:
Device evaluation summary - x-ray demonstrated heavy calcification on leaflets 1 and 3, moderate calcification on leaflet 2 and wireform intact. Leaflet discoloration(opaque) was observed at calcification regions. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 3 at the inflow aspect and 5mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspect. Extrinsic calcification fused leaflets 1 and 3 by approximately 10 mm near commissure 1. The reported discoloration of leaflets, fused leaflets and calcification were confirmed. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.